Event description:
New information pertaining to this event: on (B)(6) 2019, the physician reintervened and implanted a gore® excluder® aaa aortic extender endoprosthesis. It is unknown what type of endoleak the patient has, but the physician attempted to treat the patient for a proximal type I endoleak, as there was an unknown amount of aneurysm sac enlargement reported from images dated (B)(6) 2019. The fsa stated that ¿there were no visible endoleaks on images provided. There was a previously implanted gore® excluder® aortic excluder aaa endoprosthesis (c3) rlt311415 with a 31mm measurement in an aorta that measured 38-40mm which had a rind of thrombus surrounding the proximal end of the device¿. The patient tolerated the reintervention. On (B)(6) 2019, a different physician (dr (B)(6)) reintervened on the patient and implanted a zenith® fenestrated aaa endovascular graft going into the right renal artery and into the superior mesenteric artery and a gore® excluder® aaa endoprosthesis was used as a snorkel and was implanted in the left renal artery. This was to treat a proximal type I endoleak. The patient tolerated the procedure.

Manufacturer narrative:
Images were sent to gore imaging services for evaluation. Per the evaluation there appears to be an unknown density that is visible on the non con, arterial and delayed CT. Unable to confirm if there is contrast outside of the implanted device. Received one time-point for review. Unable to determine aneurysmal growth. (B)(4).

Event description:
On (B)(6) 2015, the patient was implanted with gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm. It was reported that follow up computed tomography (CT) dated (B)(6) 2019, revealed the patient had a possible proximal type I endoleak or a type iii endoleak with component disconnection. It is unknown if there is aneurysm sac enlargement. The event is ongoing.